Event description:
It was reported that during a scheduled filter retrieval, the marker band on the catheter of a recovery cone moved proximally 2cm. Reportedly, the physician pre-dilated the access site to 10 f then to 12 f and then advanced the catheter; when the physician was about to attempt filter retrieval, the marker band could not be seen. Therefore, the physician removed the catheter and identified that the marker band had moved. The physician removed the catheter and another recovery cone was used to perform the procedure and the filter was retrieved successfully. There was no report of injury to the patient.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. One recovery cone sheath without the recovery cone or dilator was returned for evaluation. The marker band had traveled proximally 13 cm on the sheath's surface. The marker band impression was visible on the sheath. The tip of the sheath was slightly buckled, possibly due to some force applied during the procedure. All measurements taken were found within specification. The device evaluation results confirmed the complaint for marker band detachment. The definitive root cause is unknown. The current IFU (instructions for use) states the following: pre-dilate the accessed vessel with a 12 french dilator.